Event description:
The patient received two leads from the same lot number. It was reported the patient was suffering from rsd (reflex sympathetic dystrophy) and was experiencing a burning sensation from the middle of the back towards the arm. Though the burning sensation reduced when the stimulation was turned off, it was worse while charging the ipg (implantable pulse generator). When the patient turned off the device to avoid the burning sensation, his pain increased and so, the patient preferred to keep his device turned on all the time. It was also noted the patient's right foot was swollen. Follow-up information reported the patient experienced loss of stimulation in the left leg and the diagnostic test revealed invalid impedance on the entire left lead. X-ray imagery was ordered by the patient's physician and he was considering the option of a lead revision to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.